Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it was reported by the sales rep that during a total knee replacement the joint capsule opened up. No other information is available. Did the barbs fail to engage in the tissue? Yes. Were the barbs missing from the suture? Dr. (B)(6) created interrupted vicryl stitch over the incision. Did the fixation tab brakes off? No. Is there any deficiency in the quality of the device that contributes to the issues mentioned? Yes, symmetric opened up at the end of case. Did the patient experience any adverse consequences due to this issue? No. Please provide the lot number for the involved device. Does not have information please provide the procedure date. Does not have information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. During the procedure, the barbs fail to engage in the tissue. No adverse patient consequences were reported. Additional information was requested.